Event description:
It was reported that the left ventricular lead exhibited an anomaly. The lead was capped and replaced on (B)(6) 2015. The lead was later explanted on (B)(6) 2015 during a unrelated procedure. No additional information or patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).